Manufacturer narrative:
The strips will not be returned.

Event description:
The trainer from alere was in the home of a new coaguchek xs user to train them how to use the device. Together, the trainer and the customer disclosed the following results. Using the customer's new coaguchek xs meter (serial number (B)(4)), the results of 1.9 inr, 2.2 inr, and 2.5 inr were obtained within 5 minutes of each other. The strips that were used for the tests were the trainer's strips. A different finger was used for each test. No information was provided as to whether of not any changes were made to the customer's coumadin based on the meter results. The customer's therapeutic range is 2-3 inr. The customer is not on heparin of any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. No new medications or diet change. It was stated that the customer's condition was good. There was no adverse event. The meter and strips were requested to be returned. The trainer was not interested in being involved in the return of the strips or the meter. She stated that the strips belonged to her and that she would discard any unused strips. The relevant retention test strips (lot 20619621) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.